Manufacturer narrative:
(B)(4).

Event description:
During a procedure,the working length of a spectranetics turbo elite laser ablation catheter frayed and burnt though the physicians glove. Md states no injury to hand. No redness or blistering. No need for medical treatment. Physician changed gloves and continued with procedure. The damage to the catheter suggests limited exposure to uv light.